Manufacturer narrative:
The cause for the user fall was loss of balance; however, it is not clear how the user lost her balance. With the available data it can be concluded that: the system was inspected and no malfunction was found. The user tried to walk alone - which is against our recommendations that every rewalk user, no matter how skilled, should have a trained rewalk companion assist him during use. The cause for the fall was the user's momentary loss of balance, probably while turning around to climb the stairs. A fitting adjustment was done about 20 min before the fall and was approved by the user - according to the ww training manager this fitting could make an impact on balance but is unlikely to cause the fall.

Event description:
During walking with the rewalk device the patient lost balance and fell backwards; the patient (she) hit the ground with the back of her head. The health situation was unclear and she was taken to the hospital. The immediate outcome after the fall was: brachial plexus stretch left and right; brachial plexus compression left due to a hematoma; headache' the user was hospitalized and released after few days.